Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system was working as designed and passed a fully system checkout. Software was functioning as designed. A software investigation was initiated but was unable to determine probable cause without further information. If information is provided in the future, a supplemental report will be issued.

Event description:
A medtronic representative reported that, as the site was attempting to register the registration would flip 180. They auto-refined the 3d model 3-4 times and were collecting points out in space. The site aborted use of navigation. There was a reported delay to the procedure of ten minutes due to this issue. There was no impact on the patient outcome.